Manufacturer narrative:
The main device. Other components include: product ID: 8780, serial# (B)(4)implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 25 mcg/ml of prialt at 2.6 mcg/day via an implantable pump for spinal pain. On (B)(6), it was reported that the patient's catheter was not flowing. The catheter was found to be severed and in a coil in the pump pocket.the patient admitted to twiddling the pump. No diagnostics/troubleshooting actions were performed. The catheter was r emoved and replaced on (B)(6). The catheter was discarded. The issue was considered resolved. The patient's status was listed as "alive-no injury". No further complications were reported.